Manufacturer narrative:
Manufacturers ref# (B)(6). Summary of investigational findings: cook became aware of this event during a literature review of the article weissler, et. Al. ¿association between device type and type 3b endoleaks following thoracic endovascular aortic repair¿. This article is a retrospective review of data collected as a part of the FDA maude (food and drug administration¿s manufacturer and user facility device experience) database and the institutional aortic surgery database at duke university hospital. The maude data and the institutional data were collected and analyzed separately. The primary outcome for analysis of the institutional data (duke university hospital) was type 3b endoleak. The institutional database of patients undergoing thoracic endovascular aortic repair (tevar) for thoracic aneurysms since 2002 was therefore only queried for type 3b endoleak. There was, among others, queried for zenith tx2 and zenith alpha thoracic. There were 542 tevars for an aneurysm indication at duke university hospital. 85 patients were treated with zenith tx2 devices and 15 with zenith alpha. Two patients treated with tx2 devices, and one patient treated with a zenith alpha device suffered from type 3b endoleak. This complaint addresses a 69-year-old male patient, who was treated with tevar for thoraco-abdominal aortic aneurysm (taaa) at duke university hospital. He was treated with an unknown tx2 (complaint device). He had a total of 5, unknown, devices. At 908 days post procedure he suffered from type 3b endoleak. The endoleak presented with an aneurysm expansion, and he had to undergo additional surgery with relining (unknown device type). There is no further information on patient outcome. Based on limited information it has not been able to establish an exact cause for the type 3b endoleak. It is unknown if the event occurred due to a fault condition of the device. Per instruction for use, endoleak is a known adverse event associated with tevar. No imaging has been provided for investigation. Cook will reopen the investigation if further information or images are received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to literature article: table 5, patient number 2: type iiib endoleak. 69-year-old male patient. Indication: hybrid thoraco-abdominal aortic aneurysm. Graft components n=5 time between index tevar and type iiib endoleak = 908 days type iiib presentation = aneurysm expansion. Reintervention required = relining.